Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was returned connected to the device and the procedure sheath was not returned. The stopcock was found open. The sealant and advancer tube remained in their manufacturing positions. In addition, the balloon was found fully deflated. Leak testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed since the balloon loss of pressure was caused by a longitudinal tear in the balloon. However, based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/or handling process may have contributed to the failure as reported. Access site vessel characteristics, such as tortuosity and bends of the vessel, and/or concomitant device factors are likely. Vessel anatomy and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The device will be returned for evaluation.